Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call indicating that the customer's insulin pump alarmed motor error as well as a motor position encoder error. The customer was hospitalized on (B)(6) 2016 at 5:56 pm for diabetic ketoacidosis with a blood glucose level of 600 mg/dl. It was unknown if the customer was wearing their insulin pump during their hospital stay. The caller stated that there were no significant events that could led to the motor error alarm. The caller was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.